Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed to resolve the issue. Reportedly, blood glucose level ranged from 289-400 (mg/dl). As the supplies were changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.